Event description:
Report received indicated that an orbis sigma valve was implanted on 10/10/97 in a female pt. The pt presented with subdural hematoma signs and requested that the device be explanted. A valve overdrainage was suspected. The valve was explanted on 12/12/97, and replaced.

Manufacturer narrative:
The following analysis was performed on the returned product: visual examination: an orbis sigma valve without the original packaging was received. No anomaly was noted. (Note: the ventricular catheter was not returned). Functional testing: the valve was tested in its original silicone boot. The pressure/flow curve was out of specification (except the opening pressure). Microscopic examination: the valve's module was removed from its original silicone boot and examined light optically. Some residue (proteinaceous-like matter) was noted around the pin. Conclusion: the product as received was not functional. The presence of residue adhering to the valve mechanism appeared to impair the valve's functioning. The valve was tested within specification at time of manufacture as shown on the device history records. Valve obstruction is a known, patient-related complication to valve therapy, as stated in the instructions for use. No corrective action is therefore deemed required.